Event description:
It was reported the patient is experiencing a stinging sensation at her scs ipg site. The patient stated she feels the sensation when she moves and she climbs up getting on the bus. The patient stated the sensation is present with the stimulation on or off. Surgical intervention is planned for later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.